Manufacturer narrative:
Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time photo analysis: device photograph(s) for the device related to the reported event of rupture, lymphadenopathy, seroma-late and crease/folding of implant was reviewed on october 24, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ crease/folding of implant: observed creases on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported ¿repture implant". Healthcare professional additionally reported "¿around the breast implant, there is fluid accumulation, 18mm thickest¿, ¿reacted node; large lymph node 10x17mm in size with clear border¿ and ¿forming many folds". The device has been explanted.

Manufacturer narrative:
Cont. H.6. Health f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events lymphadenopathy and seroma-late are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture implant", "deformed", "irregular border", and "the outer edge shows signs discontinuity". 6mm diameter "around the breast implant, there is fluid accumulation, 18mm thickest". Reacted node; large lymph node 10x17mm in size with clear border.

Event description:
Healthcare professional reported, "rupture implant". Healthcare professional additionally reported, "around the breast implant, there is fluid accumulation, 18mm thickest" and "forming many folds". The device has been explanted.